Event description:
Additional information received notes oversensing noise and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
It was reported that a patient presented with noise on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.